Event description:
Additional information was received from the patient reporting that the cause of the ins being dead is that it stopped working and people stopped seeing each other during covid so they couldn¿t get a manufacturer representative (rep) to check out their device. Patient stated it stopped charging and working. Patient had met with their healthcare provider (hcp) who told them its 8 years old and probably dead. Patient has been in pain for three years now. Patient¿s surgeon is waiting for approval from manufacture to get it removed. Insurance doesnt want to cover it. Patient said they cant get an MRI for their knee replacement because the places want to confirm the device is off or MRI compatible. MRI places want the patient to turn it off for the MRI but patient cant turn it off because its not working. Patient wants a new one put in or everything taken out. Patient weight 204.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MRI tech said pt's battery has been dead for the last 3 years. Tss reviewed device is in od and reviewed considerations for head scan for depleted devices and recommended pt also follow up with managing hcp to address device issue. Caller (MRI tech) reported per patient that stopped recharging about 3 years (covid outbreak). Last year, the patient did report they were going to attempt to restart the ins (recover from overdischarge), but that didn't happen. Per patient today, indicated they no longer needed the stimulation. Unclear reason for initially stopping to recharge the ins. Additional information was received from a healthcare provider (hcp). They reported that caller mentioned that ins is dead and has been since 2018. Pt had plans to remove device but due to covid that got postponed and pt is currently looking to have device removed. Caller indicated that pt stated that system died and no other reason was provided for why it died.